Event description:
It was reported patient missed a refill as he did not hear the alarm. The patient experienced unspecified withdrawal symptoms and a change in therapeutic effect. The drug in the pump was fentanyl. The concentration and dose were not reported. No outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.